Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician introduced a non-penumbra guide catheter from the femoral artery and placed a px slim delivery microcatheter (px slim) in the target vessel. The physician then advanced a pc400 in the target vessel and formed four loops. While attempting to pull the pc400 in order to reposition it, the pc400 unintentionally detached. Therefore, the physician removed the px slim and pc400 pusher assembly, then removed the guide catheter and the detached coil. The procedure was completed using a new guide catheter, the same px slim and five additional pc400s. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from its pusher assembly and the distal detachment tip (ddt) was fractured off the distal tip of the pusher assembly. Conclusions: evaluation of the returned pc400 revealed that the ddt was fractured off the distal tip of its pusher assembly. If the device is forcefully retracted against resistance, damage such as the ddt fracturing of the pusher assembly may occur. The root cause of resistance could not be determined. While functionally testing the returned guide catheter, a mandrel was advanced though the guide catheter to remove the returned embolization coil. Then a demonstration px slim was advanced through the guide catheter. A demonstration pc400 was then advanced through the hub of the px slim and out of the distal tip without an issue. After removing the demonstration pc400 and px slim, the demonstration pc400 was attempted to be advanced through the non-penumbra guide catheter. As expected, due to the increased lumen of the guide catheter, the pc400 became stuck within the catheter and the coil could not be advance or retracted from the catheter. The px slim identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.